Event description:
It was reported there was intermittent stimulation. The patient felt a random, cutting in and out of stimulation that was not related to movement. No falls or trauma preceded the change in stimulation. There was a loss of therapeutic effect. On the tuesday prior to the report, the patient was reprogrammed due to the intermittent stimulation which enabled the patient to feel the stimulation more with program 2, but it was still intermittent. Prior to the programming, it would fade in and out or the patient would not feel stimulation at all. On the day of the report, the patient was programmed to program 1: electrodes 4 and 5 at 230 microseconds at 95 hertz and program 2: electrodes 0, 1 and 2 in a guarded cathode array at 300 microseconds. The patient had been increasing the voltage as well to feel the stimulation more. On program 1, the patient felt the stimulation more consistently after reprogramming, but that program was not working like it used to before this issue started. Impedance report reading of greater than 10000 ohms occurred. Pairs were out-of-range or elevated on some of the patient¿s electrodes. Electrodes 3 and 5 were greater than 20000 ohms with all pai rs. With electrode 0 as reference, the lowest value was 5000 ohms, except for electrodes 3 and 5. With electrode 1 as reference, the lowest value was 1700 ohms. Electrode 2 ranged from 1100-11000 ohms, electrode 4 ranged from 1100-11000 ohms, electrode 6 ranged from 1600-8000 ohms, and electrode 7 ranged from 8000-19000 ohms. It was later reported that reprogramming was completed using electrodes with lower impedance readings. The patient once again was receiving effective stimulation where he needed it. No further diagnostic tests were done or ordered.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n401829, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).